Manufacturer narrative:
Device not returned.

Event description:
After using plackers micro mint, my husband developed a red inflammation on his gums. The periodontist treated it with steroids but it did not clear up.